Event description:
It was reported that during a biopsy procedure, the c-arm rotated during compression while the patient still had the needle in the breast. The patient experienced bruising, but no medical or surgical intervention was reported. The biopsy was successfully completed. A field engineer was dispatched to the site. The system logs were reviewed and showed that the system did not have the required 5 pounds of compression force to lock out all movements. The patient was only compressed to 4.3 pounds. Out of caution, the fe replaced the side switches. Once this was completed, the system was working as intended.

Event description:
Medwatch uf/importer report # (B)(4) which was filed by the customer was received by hologic. The medwatch noted the date of the event to be (B)(6) 2021 which was originally reported to hologic as (B)(6) 2021. The date of event was confirmed with the customer to be (B)(6) 2021.

Manufacturer narrative:
The replaced switches were returned to hologic for investigation. A visual evaluation identified no physical damage. A design change was implemented for these switches in 2019 related to breakage of the plastic switch pivot mount. The returned switches were installed on the system in 2014 prior to the design changes.